Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. A customer contacted the emergency support program regarding a catheter restriction alarm on a cardiosave iabp during use. The ICU nurse, (B)(6), confirmed no patient harm occurred. Initial troubleshooting verified that the linear balloon catheter and pump were functioning correctly. The alarm was resolved by performing a manual iab fill and restarting therapy. Further investigation revealed that an off-brand sheath with an arterial pigtail was being used, which may have contributed to the restriction. The nurse was advised to use the getinge-recommended wire-reinforced sheath to prevent kinking. Nursing interventions were reviewed, and the nurse was encouraged to reach out again if needed. Based on the event description, use of an off-brand sheath with an arterial pigtail, which is not recommended by the manufacturer, may cause a restriction in the balloon catheter leading to the alarm. However since the product was not returned, we were unable to evaluate the device. Therefore, the reported failure cannot be confirmed and cannot determine a root cause. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Based on the event description, use of an off-brand sheath with an arterial pigtail, which is not recommended by the manufacturer, may cause a restriction in the balloon catheter leading to the alarm. However since the product was not returned, we were unable to evaluate the device. Therefore, the reported failure cannot be confirmed and cannot determine a root cause.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that customer called for an assistance during use of intra aortic balloon through a direct call to the emergency support program personel. The customer verified there was no blood in the helium tubing and that all connections were appropriate and secure.esp team member instructed customer to press the iab fill key and restart which resolved the alarm. Troubleshooting determined an off-brand sheath with an arterial pigtail was in use. The esp team member informed her of getinge¿s recommendations for using the sheath provided with the balloon kit related to the wire reinforced sheath that helps prevent kinks in the balloon catheter. No patient harm or injury was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: d4 lot.